Event description:
See initial report.

Manufacturer narrative:
H.10: the unit was requested for a detailed investigation: no deviations were detected during the visual and the functional test, the unit worked within specifications. Based on the investigation's results, any hardware malfunction of the unit can be ruled out. Therefore, the most likely root cause of the reported event is a missed gas blender warm-up phase. As per cp_IFU_25-28-xx, 2.2.4 operational safety section, the user is recommended to allow the gas blender to warm up for approximately 60 minutes before use in order to reduce the possibility of variations in the display due to differences in temperature and in order to hold the control accuracy to the level stated in the technical specifications.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device has been requested for investigation at the manufacturer site. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the s5 gas blender system gas output was lower than the set during service. The device was replaced with another and no issue occurred. There was no report of patient injury.